Manufacturer narrative:
D4 : unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the benzocaine 20% topical spray was grayed out. A technical support specialist dialed in to the server and checked the mentioned medications and reviewed the device inventory, and the medications were stocked up and pended and confirmed with the customer that the issue was resolved by the information technology team. The system functioned as intended after the customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server had medication greyed out on pyxis. Medication was loaded and stocked in the pyxis devices; however, the item appeared grayed out and was inaccessible despite being physically by nursing staff. When the grayed out item was selected, the system displayed the message not available: one or more items not in formulary, cannot remove. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.